Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: broken observed on radius and valve side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell and valve assessed as inconclusive. Additional observations: white particles observed inner the device.

Event description:
Device has been explanted.